Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon reciept at our post quality assurance laboratory visual inspection noted no arc marks on the device. All seal plugs and setscrews were intact and moved freely. Device memory confirmed that this device reached end of life (eol) as a results of two charge time-outs. The charge time-outs were the result of damage that this device sustained when a shorted lead condition was recorded. An x-ray confirmed that the plasma fuse of the device was damaged, which is consistent with damaged incurred when the device output is shorted during a high voltage shock delivery.

Event description:
Boston scientific received information that this cardiac resynchonization therapy defibrillator (crt-d) triggered an error message 'battery capacity depleted' during a routine follow up. Beeping tones were also emitted from the device. Premature battery depletion was alleged, and this device was explanted and replaced. No adverse patient effects were reported.